Event description:
It was reported that there was a drug line leak. An ekos endovascular system was selected for use to treat deep vein thrombosis. During the procedure while the patient was in the ICU, both ports of the drug and coolant lines were leaking. The procedure was terminated prematurely. No patient complications were reported.

Manufacturer narrative:
Correction - d4: lot number device eval by manufacturer: the ekos endovascular device was returned for analysis. Microscopic visual inspection of ultrasonic core and infusion catheter showed no significant kinking or pinching. However, it was noticed that the drug and coolant luers displayed significant cracking. The device was tested for leaks. It was noticed that the device leaked from the drug and coolant luers where the cracks were present. The device did not leak from the manifold luer, which was not cracked.

Event description:
It was reported that there was a drug line leak. An ekos endovascular system was selected for use to treat deep vein thrombosis. During the procedure while the patient was in the ICU, both ports of the drug and coolant lines were leaking. The procedure was terminated prematurely. No patient complications were reported.